Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-07325. It was reported the patient was unable to increase amplitude when using the scs system. However, troubleshooting/reprogramming was able to resolve the issue. Additional information revealed the issue occurred again following an unrelated surgery and troubleshooting/reprogramming was unable to resolve the issue. The patient has turned stimulation off. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-07325. Follow-up information revealed the patent underwent surgical intervention where in the leads were explanted and replaced (reference MFR. Report#: 3006705815-2018-00314 and 3006705815-2018-00315).